Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the pump battery had to be changed more frequently. The pump was reportedly emitting multiple replace battery alarms, including some with codes 128-fe88 and 128-fd88. Multiple new batteries were used and the battery cap was changed in an attempt to troubleshoot the issue, however the alarms recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.